Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. As received, the lead was complete but cut. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken at 4.0cm distal to the stimulation end. Microscopic inspection of the stimulation end (paddle) revealed channels 4, 9, 11, 12, 13, 15-b, 16-a and 16-b lead wires were detached from the paddle electrode. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.